Manufacturer narrative:
Unit passed the displacement test and self -test. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 15 alarm was found in the history files on 01/19/2026 at 03:34:09.000 (file number: 38 ; line number: 442 ). In addition, pump error 23 was also noted on 01/19/2026 at 03:34:11.000. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Isolate to electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked belt clip rails. Pump error 15 was confirmed due to software error. Pump error 23 was not confirmed. No moisture damage noted, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 15 (the critical block and inverse critical block did not add to zero) and a pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The pump was not recently stored without a battery or after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.